Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 establishment name, e2 health professional, e3 occupation, g2 report source. Based on the results of the investigation, the suggested event cause could not be identified or reproduced. A definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had displayed an aged code e333 touch panel failure. The issue occurred during the procedure. The procedure was completed using the same device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.